Event description:
It was reported that an employee was injured while trying to move the iled 7 spring arm. The spring arm allegedly had missing and loose parts. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
Investigation of the device determined that the joint arm had damaged protective covers at the joint. It was disclosed at this time that the employee applied their finger in the moving joint arm while trying to move the arm to a different position and sustained an injury requiring sutures. The iled 7 device is intended to be used to provide visible illumination of the surgical field or the patient. The device instructions for use (IFU) state the following: before the medical device is applied, the user must ensure that the product is operational and in an appropriate state and the user must further have read the instructions for use as well as other, attached, safety-relevant information and maintenance instructions. The device IFU includes the following warning regarding defective devices and accessories that may lead to death or severe injury unless precautionary measures are taken: defective devices or functional units must be clearly and immediately labelled and taken out of operation. Carry out a function test and visual inspection on the surgical light system before and after each use, including but not limited to checking for loose parts and damaged covers. Damage to the cover an occur by collision or by improper maintenance/service. The IFU includes a warning that the surgical light may not be used with damaged components and accessories. This damaged cover is clearly visible for the user prior use. Additionally, the surgical light will be positioned using the sterile handle or the housing at the light head. A positioning at the joints of the spring arm is not necessary and also not an ergonomic procedure. As the joint is a moving part in general (up and down as well as horizontal) there is a permanent risk for injuries from squeezing or pinching when moving. In this event, an employee sustained a laceration and required medical intervention (sutures) to preclude permanent impairment of a body function or permanent damage to a body structure, concluding a serious injury occurred due to user error. Prevention of this type of event is outlined in the device IFU as stated above. Based on this, no further actions are necessary.